Manufacturer narrative:
The device has been explanted and has been returned to the manufacturer where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was explanted of the vibrant soundbridge as audiological findings indicated profound sensorineural hearing loss following surgery. The patient was re-implanted with a cochlear implant.